Event description:
On (B)(6) 2003, a patient had a greenfield inferior vena cava (ivc) filter implanted. On (B)(6) 2018, a chest computed tomography (CT) scan revealed that the patient had mild bilateral pulmonary embolism. No further patient complications were reported.

Event description:
On (B)(6) 2003, a patient had a greenfield inferior vena cava (ivc) filter implanted. On (B)(6) 2018, a chest computed tomography (CT) scan revealed that the patient had mild bilateral pulmonary embolism. No further patient complications were reported.